Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Between (B)(6) 2015 and (B)(6) 2016, the right ventricular pacing impedance rose from 380 ohms to 1368 ohms.

Event description:
It was reported that there was a lead warning for a gradual rise in impedance on the right ventricular lead. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.